Event description:
In 2007, the patient reported that the down button on his infusion device would not respond when he attempted to bolus. His blood glucose was elevated to 399 mg/dl. He administered insulin injections to lower his blood glucose. His normal blood glucose range is 80-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.